Event description:
The connectors were in place on a hemodialysis catheter and the catheter was in regular use. Staff was flushing the line with saline as company advises/recommends. Pt developed clot in dialysis catheter despite these recommended measures, resulting in need for dialysis line change.the physician stated the catheter clotted and had to be replaced. It is unclear whether the clot was actually in the tego or in the catheter itself. Some of the renal physicians opine that the tego itself is not adequate to prevent clot without heparin. We have two other catheters with tego connectors that have clotted.the clotted dialysis line was a 23cm cuff-to-tip heparin coated dialysis catheter. The nursing policy for flushing dialysis catheters with tego connectors states:tego connector: post cvvh: 10ml normal saline (dialysis catheters without tego connectors are flushed with 1:1000 units/ml heparin per catheter volume).additional information regarding the tego device is unavailable (e.g.: catalog number, product number). The device is placed and expected to work; if it fails days or weeks later the packaging is gone.the needle-free hemodialysis connector was developed specifically for use in hemodialysis, which requires unique engineering to support the high flow rates of blood and fluids. It is a neutral displacement connector, which means that when the blood tubing or a syringe is removed from the connector there is minimal reflux of blood into the catheter lumen, thus reducing the need for heparin as an anticoagulant.